Event description:
I am a (B)(6) female having mesh erosion problems after surgery for pelvic organ prolapse. On (B)(6) 2012 I had robotic-assisted laparoscopic sacrocolpopexy using prolene mesh to repair prolapsed bladder and uterus. I started having daily, excessive vaginal discharge and light spotting in (B)(6) 2014. I monitored this with my personal doctor and had tests for vaginal infections on (B)(6) 2014 which all turned up negative. Discussed again with personal doctor during my annual exam on (B)(6) 2014. In (B)(6) 2014 I went back to my surgeon and she visually identified mesh erosion through my vaginal wall. She had me start topical application estrogen cream twice a week. Erosion has progressed as I can now feel pointy mesh protrusion through my vaginal wall.